Event description:
Had 570 cc mentor round smooth breast implants placed for breast augmentation. Difficulty breathing, chest pain, depression, migraines, loosing hair, nausea, numbness and/or burning of extremely's, uti's, dizziness, anxiety, muscle cramps throughout the body, brain fog, memory loss, extreme weight gain, insomnia, explosive diarrhea. FDA safety report ID# (B)(4).